Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm a33 alarm due to motor error alarm. Pump passed displacement test, self-test, and a21 error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked battery tube thread and cracked reservoir tube lip noted. No moisture damage noted on electronics assembly.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during manual prime. Customer stated that insulin is squirting out of the insulin pump. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose levels were not included in the report. Customer also reported that the drive support cap is sticking out of the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.